Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting result with ID now covid-19 on 31aug2022 on a swab sample(nasal). The customer received a negative result on ID now instrument and a positive result on another ID now instrument. Per customer the patient was asymptomatic no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Corrected data : a1 the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.